Event description:
Pt was undergoing thrombization of a dialysis graft. Pressure was being held on earlier dialysis attempt due to administration of heparin. Two arrow sheaths utilized for procedure remained in pt's graft/arm. 1st sheath was pulled and pressure was held. 2nd arrow sheath was removed and pressure was held. A popping noise was heard upon removal of 2nd arrow sheath and a small piece of tip of catheter could be seen in pt's skin. The tip of the sheath created a conduit for heme to flow freely. Physician had to be phoned urgently to assist ir staff in retrieving tip of sheath from pt's skin and obtaining hemostasis. Dates of use: one day. Diagnosis for use: thrombization of a dialysis graft.